Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a 32-year-old female patient who had essure (batch no. 927073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, abdominal pain, diarrhea, gallstones, multigravida, parity 4, numbness, retroverted uterus, left lower quadrant pain, cholecystectomy and pharyngitis. Concurrent conditions included anemia, abdominal discomfort, bloating, burning sensation, constipation, hiatal hernia, flu, urinary frequency, flank pain, headache, fever, sweaty, chills, nabothian cyst, dysfunctional uterine bleeding and memory loss. Concomitant products included alprazolam (xanax) since 2015 to november 2018, cimetidine from 2015 to 2017, esomeprazole since 2015, hydrocodone bitartrate;paracetamol (vicodin) from 2008 to 2016, ibuprofen since 2012, levothyroxine since 2015, linaclotide (linzess) from 2016 to 2018, ofloxacin hydrochloride (ofloxacin) since november 2017, ondansetron (zofran) since 2015, oxycodone hydrochloride;paracetamol (percocet) from 2014 to 2018, paracetamol (tylenol) since 2018, sertraline hydrochloride (zoloft) from 2012 to 2013, temazepam since 2013, vitamin d nos (vitamin d) from 2015 to 2018 and zolpidem tartrate (ambien) from 2015 to 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("neurological conditions or problems type:nickel allergy"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: poor vision"), ovarian cyst ("ovarian cysts"), arthralgia ("hip pain") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced coeliac disease ("autoimmune disorder type of disorder:celiac") and autoimmune hypothyroidism ("autoimmune disorder type of disorder:hypothyroidism"). In 2015, the patient experienced depression ("psychological or psychiatric condition- depression") and anxiety ("psychological or psychiatric condition- anxiety"). In 2017, the patient experienced neuropathy peripheral ("neurological conditions or problems type:peripheral neuropathy") and rash ("rashes or skin conditions type: periodic rashes on face, arms thighs, and stomach"). On an unknown date, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis"), insomnia ("insomnia"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd/ acid reflux"), headache ("headaches"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), pyrexia ("fever") and disability ("short term disability"). The patient was treated with surgery (hysteroscopy vaginal laparoscopic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, fatigue, gastrooesophageal reflux disease, allergy to metals, rash, vaginal discharge, visual impairment, weight increased, bladder disorder, urinary tract disorder and disability outcome was unknown, the coeliac disease, neuropathy peripheral, vulvovaginal candidiasis, depression, anxiety, insomnia, dysmenorrhoea, migraine, nausea, ovarian cyst, arthralgia, dyspareunia, pelvic pain, abdominal pain and pyrexia had resolved and the autoimmune hypothyroidism and headache was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, autoimmune hypothyroidism, back pain, bladder disorder, coeliac disease, cystitis, depression, disability, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, insomnia, menorrhagia, migraine, nausea, neuropathy peripheral, ovarian cyst, pelvic pain, pyrexia, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: insomnia, anxiety, gerd, celiac, dysmenorrhea, hypothyroidism, nausea, hip pain, fatigue. The following information was received from social media short term disability. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- short term disability. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), coeliac disease ('autoimmune disorder type of disorder: celiac'), neuropathy peripheral ('neurological conditions or problems type: peripheral neuropathy') and autoimmune hypothyroidism ('autoimmune disorder type of disorder: hypothyroidism') in a (B)(6)-year-old female patient who had essure (batch no. 927073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, abdominal pain, diarrhea, gallstones, gravida ii, parity 4, numbness and retroverted uterus. Concurrent conditions included anemia, abdominal discomfort, bloating, burning sensation, constipation, hiatal hernia, flu, urinary frequency, flank pain, headache, fever, sweaty, chills, nabothian cyst, dysfunctional uterine bleeding and memory loss. Concomitant products included alprazolam (xanax) since 2015 to (B)(6) 2018, cimetidine from 2015 to 2017, esomeprazole since 2015, hydrocodone bitartrate;paracetamol (vicodin) from 2008 to 2016, ibuprofen since 2012, levothyroxine since 2015, linaclotide (linzess) from 2016 to 2018, ofloxacin hydrochloride since november 2017, ondansetron (zofran) since 2015, oxycodone hydrochloride; paracetamol (percocet) from 2014 to 2018, paracetamol (tylenol) since 2018, sertraline hydrochloride (zoloft) from 2012 to 2013, temazepam since 2013, vitamin d nos (vitamin d) from 2015 to 2018 and zolpidem tartrate (ambien) from 2015 to 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("neurological conditions or problems type:nickel allergy"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: poor vision"), ovarian cyst ("ovarian cysts"), arthralgia ("hip pain") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced coeliac disease (seriousness criterion medically significant) and autoimmune hypothyroidism (seriousness criterion medically significant). In 2015, the patient experienced depression ("psychological or psychiatric condition- depression") and anxiety ("psychological or psychiatric condition- anxiety"). In 2017, the patient experienced neuropathy peripheral (seriousness criterion medically significant) and rash ("rashes or skin conditions type: periodic rashes on face, arms thighs, and stomach"). On an unknown date, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis"), insomnia ("insomnia"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd/ acid reflux") and headache ("headaches"). The patient was treated with surgery (hysteroscopy vaginal laparoscopic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, neuropathy peripheral, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vulvovaginal candidiasis, anxiety, insomnia, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, allergy to metals, rash, vaginal discharge, visual impairment, weight increased and ovarian cyst outcome was unknown, the coeliac disease, autoimmune hypothyroidism and headache was resolving and the depression, migraine, nausea, arthralgia and dyspareunia had resolved. The reporter considered allergy to metals, anxiety, arthralgia, autoimmune hypothyroidism, back pain, coeliac disease, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, insomnia, menorrhagia, migraine, nausea, neuropathy peripheral, ovarian cyst, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: insomnia, anxiety, gerd, celiac, dysmenorrhea, hypothyroidism, nausea, hip pain, fatigue. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received. Previously reported event "injury nos" was replaced with "abnormal bleeding(vaginal)",events -"abnormal bleeding (menorrhagia), infection: bladder, urinary tract, vaginal candidiasis, depression, anxiety, insomnia, hypothyroidism, celiac, dysmenorrhea, fatigue, gerd, migraines / headaches, nausea, peripheral neuropathy, nickel allergy, back pain, hip pain, periodic rashes on face, arms thighs, and stomach, vaginal discharge, poor vision, weight gain, ovarian cysts, dyspareunia", patient demographic, lab data, medical history, lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), coeliac disease ('autoimmune disorder type of disorder:celiac'), neuropathy peripheral ('neurological conditions or problems type:peripheral neuropathy') and autoimmune hypothyroidism ('autoimmune disorder type of disorder:hypothyroidism') in a 32-year-old female patient who had essure (batch no. 927073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, abdominal pain, diarrhea, gallstones, multigravida, parity 4, numbness, retroverted uterus, left lower quadrant pain, cholecystectomy and pharyngitis. Concurrent conditions included anemia, abdominal discomfort, bloating, burning sensation, constipation, hiatal hernia, flu, urinary frequency, flank pain, headache, fever, sweaty, chills, nabothian cyst, dysfunctional uterine bleeding and memory loss. Concomitant products included alprazolam (xanax) since 2015 to (B)(6) 2018, cimetidine from 2015 to 2017, esomeprazole since 2015, hydrocodone bitartrate;paracetamol (vicodin) from 2008 to 2016, ibuprofen since 2012, levothyroxine since 2015, linaclotide (linzess) from 2016 to 2018, ofloxacin hydrochloride (ofloxacin) since november 2017, ondansetron (zofran) since 2015, oxycodone hydrochloride;paracetamol (percocet) from 2014 to 2018, paracetamol (tylenol) since 2018, sertraline hydrochloride (zoloft) from 2012 to 2013, temazepam since 2013, vitamin d nos (vitamin d) from 2015 to 2018 and zolpidem tartrate (ambien) from 2015 to 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("neurological conditions or problems type:nickel allergy"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: poor vision"), ovarian cyst ("ovarian cysts"), arthralgia ("hip pain") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced coeliac disease (seriousness criterion medically significant) and autoimmune hypothyroidism (seriousness criterion medically significant). In 2015, the patient experienced depression ("psychological or psychiatric condition- depression") and anxiety ("psychological or psychiatric condition- anxiety"). In 2017, the patient experienced neuropathy peripheral (seriousness criterion medically significant) and rash ("rashes or skin conditions type: periodic rashes on face, arms thighs, and stomach"). On an unknown date, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis"), insomnia ("insomnia"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd/ acid reflux"), headache ("headaches"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs") and pyrexia ("fever"). The patient was treated with surgery (hysterescopy vaginal laparoscopic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, fatigue, gastrooesophageal reflux disease, allergy to metals, rash, vaginal discharge, visual impairment, weight increased, bladder disorder and urinary tract disorder outcome was unknown, the coeliac disease, neuropathy peripheral, vulvovaginal candidiasis, depression, anxiety, insomnia, dysmenorrhoea, migraine, nausea, ovarian cyst, arthralgia, dyspareunia, pelvic pain, abdominal pain and pyrexia had resolved and the autoimmune hypothyroidism and headache was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, autoimmune hypothyroidism, back pain, bladder disorder, coeliac disease, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, insomnia, menorrhagia, migraine, nausea, neuropathy peripheral, ovarian cyst, pelvic pain, pyrexia, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: insomnia, anxiety, gerd, celiac, dysmenorrhea, hypothyroidism, nausea, hip pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Reporter's information was added. Added event pelvic pain, abdominal pain, bladder probs, urinary probs, fever. Updated outcome of events from unknown to recovered/resolved. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), coeliac disease ('autoimmune disorder type of disorder:celiac'), neuropathy peripheral ('neurological conditions or problems type:peripheral neuropathy') and autoimmune hypothyroidism ('autoimmune disorder type of disorder:hypothyroidism') in a 32-year-old female patient who had essure (batch no. 927073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, abdominal pain, diarrhea, gallstones, gravida ii, parity 4, numbness and retroverted uterus. Concurrent conditions included anemia, abdominal discomfort, bloating, burning sensation, constipation, hiatal hernia, flu, urinary frequency, flank pain, headache, fever, sweaty, chills, nabothian cyst, dysfunctional uterine bleeding and memory loss. Concomitant products included alprazolam (xanax) since 2015 to (B)(6) 2018, cimetidine from 2015 to 2017, esomeprazole since 2015, hydrocodone bitartrate;paracetamol (vicodin) from 2008 to 2016, ibuprofen since 2012, levothyroxine since 2015, linaclotide (linzess) from 2016 to 2018, ofloxacin hydrochloride since (B)(6) 2017, ondansetron (zofran) since 2015, oxycodone hydrochloride;paracetamol (percocet) from 2014 to 2018, paracetamol (tylenol) since 2018, sertraline hydrochloride (zoloft) from 2012 to 2013, temazepam since 2013, vitamin d nos (vitamin d) from 2015 to 2018 and zolpidem tartrate (ambien) from 2015 to 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("neurological conditions or problems type:nickel allergy"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: poor vision"), ovarian cyst ("ovarian cysts"), arthralgia ("hip pain") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced coeliac disease (seriousness criterion medically significant) and autoimmune hypothyroidism (seriousness criterion medically significant). In 2015, the patient experienced depression ("psychological or psychiatric condition- depression") and anxiety ("psychological or psychiatric condition- anxiety"). In 2017, the patient experienced neuropathy peripheral (seriousness criterion medically significant) and rash ("rashes or skin conditions type: periodic rashes on face, arms thighs, and stomach"). On an unknown date, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis"), insomnia ("insomnia"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd/ acid reflux") and headache ("headaches"). The patient was treated with surgery (hysterescopy vaginal laparoscopic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, neuropathy peripheral, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vulvovaginal candidiasis, anxiety, insomnia, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, allergy to metals, rash, vaginal discharge, visual impairment, weight increased and ovarian cyst outcome was unknown, the coeliac disease, autoimmune hypothyroidism and headache was resolving and the depression, migraine, nausea, arthralgia and dyspareunia had resolved. The reporter considered allergy to metals, anxiety, arthralgia, autoimmune hypothyroidism, back pain, coeliac disease, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, insomnia, menorrhagia, migraine, nausea, neuropathy peripheral, ovarian cyst, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: insomnia, anxiety, gerd, celiac, dysmenorrhea, hypothyroidism, nausea, hip pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.